Event description:
It was reported that burns on the patient forearm were noted after the operation. The arm was covered with an adhesive cloth, sterile. The skin lesions have arisen in the area of the adhesive strip. No further patient complications have been reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. The photos of the patient burn have been submitted for review and show the wound in question. It is possible that the patient had an allergic reaction to the adhesive strips. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is inadvertently allowing saline to flow out from the suction barb on to the patient, insufficient suction pressure, having inadequate flow and circulation of saline, the roller clamp affixed to the suction line may have not been set to wide open or a secondary source of outflow was not used.